Event description:
MDR decision date: (B)(6). No serious injury alleged. Malfunction alleged. Per dealer, a bunch of hair got tangled in the fork and stem area due to the resistance caused by this, the patient lift was very hard to manoeuver. Per follow-up call: (B)(6) 2013, the incident was clarified that this involved a wheelchair only hair got caught and wheelchair is difficult to maneuver to the left goes to right ok just left. No lift involved. MDR filed.

Manufacturer narrative:
MDR decision date: (B)(4). No RMA has been initiated for this issue. Partial serial number was unable to be verified. The malfunction has not been confirmed.